Event description:
The user reported that during an angioplasty procedure to treat a severely occluded coronary lesion in the posterolateral area the catheter kinked or was flattened when the user tried to cannulate the right coronary artery. The pt was reported to have symptoms of cephalea, nausea, vomit and diarrhea post procedure but was discharged later without further complications. No harm or injury was reported.

Manufacturer narrative:
Device eval: one used suspect device was returned for eval. A review of the device history record did not reveal any exception documents. The complaint database was reviewed and found no similar complaints for this lot number. A visual insp of the device revealed a flattened and twisted area on the catheter 43 cm from the distal end of the strain relief that was 1 cm in length. Three add'l kinks were found 30 cm, 52.2 cm, and 91.3 cm from the distal end of the strain relief. Merit is unable to determine the exact root cause of the flattened, twisted, and kinked areas on the catheter shaft. Eval: method: process eval.